Manufacturer narrative:
The device was returned to olympus for inspection. The following findings were noted during device evaluation: due to wear of scope-cover packing, water tightness is lost, due to burn on plastic distal end cover, insulation resistance value at distal end does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, adhesive on bending section-rubber has a chip, connecting tube has a buckling, and universal cord has buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope bowden cables were defective. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, ¿foreign material was found in the grooves of a deep scratch in the connecting tube.¿ there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. However, it is likely the foreign material remained in the device because reprocessing could not be properly conducted due to buckling in the insertion section and a leak in the scope cover packing. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.